Event description:
Customer's mother called to report high blood glucose. The customer's current blood glucose reading is 299 mg/dl. The insulin pump alarmed button error. Customer was treated with insulin pump. Customer stated that he is dehydrated, ketones, vomiting and depleting potassium levels. There was a hospitalization due to high blood glucose. Customer had ketones. Hcp stated dehydration and possible stomach virus. Customer was hospitalized for three days and was given extensive amounts of fluids, medication for vomiting and potassium. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred.